Event description:
It was reported that the pump was alarming high pressure. The patient had been instructed to check the tubing for any closed clamps or kinks. Light pressure had been applied to the port, but the alarm had not resolved. The batteries had been removed from the pump, and the tubing had been clamped. The cassette had been removed and tapped on a hard surface before being reattached. The batteries had then been reinserted, and the pump had been powered on. The tubing had been unclamped, settings reviewed, and the infusion restarted. While the pump had resumed running, the high-pressure alarm had returned. Subsequently, the batteries had been removed to power down the pump. The rate had been noted as 4.7, the residual volume as 139, and the amount given as 91. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name and h6. Codes: updated. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.